Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the complaint received states that the proximal femoral nail antirotation was used for a pathologic fracture, so the fracture will not heal. The nail is now broken after 6 months. The reported event necessitated medical/surgical intervention and prolongation of hospital this is report number 1 of 1 for (B)(4).

Manufacturer narrative:
Additional product code: hwc. Device is not distributed in the united states, but is similar to device marketed in the USA. Subject device has been received and is currently in the evaluation process. A device history review was conducted. The report indicates that there no ncrs were generated during production. There were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: an evaluation was performed on the returned device. As per received condition of device; the breakage of the proximal femoral nail antirotation (pfna) occurred approximately 106 mm from its proximal end; cracked at the distal locking holes. The implant was subjected to low dynamic bending loads (one sided) on the distal end. Constant alternating loads led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the pfna. Because of the high amount of forced fracture zone of the fracture surface of fracture site; the pfna was subjected to high dynamic bending loads on the proximal end. The pfna fractured first on the distal end. The instability of the non-union together with incomplete breakage on the distal end of the pfna and the applied force finally led to the material overload and fatigue failure. Postoperative activities of the patient and the instability of the fracture situation (non-union) certainly played a union. A failure resulting from either a material defect or the manufacturing process can be excluded. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.